Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis confirmed the depleted battery and observed abnormal system current drain. The cause of the high current drain was a defective integrated circuit. The defect site, in the system clock circuitry, was identified through photon emission analysis. Performance data was also collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.